Manufacturer narrative:
(B)(4). A fresenius field service technician evaluated the machine post event and found it to be functioning to specification. The post market surveillance department is in the process of reviewing medical records and the plant investigation is in progress. A supplemental medwatch will be submitted with relevant information following the completion of these activities.

Event description:
The unit director (ud) of a hospital acute hemodialysis unit telephoned technical support to report a patient adverse event during hemodialysis. The patient's venous needle had dislodged from his left arteriovenous graft causing an estimated blood loss of 1 liter. There was no machine alarm. According to the ud, the patient began treatment at 8:38am. There were no issues or alarms on machine. Patient's pre-treatment readings were as follows: hemoglobin 9, hematocrit 26.9, blood pressure 122/65, heart rate 90 bpm. The hemodialysis registered nurse (hdrn) was right at the patient's bedside and heard the patient make a "gurgling" sound. According to the ud, the hdrn's response to the patient beat the machine's ability to alarm. Simultaneous to the patient audible alert described as "gurgling", the blood pressure reading came up "58/14". The hdrn noticed the venous needle had become dislodged from the patient's arm and his blood was in the sheets and on the mattress. The left access arm was above the blankets but the rn's view was obscured due to her vantage point. The nurse believes the cause of the needle dislodgment was the patient's use of the arm while eating his breakfast. She had to caution the patient twice to keep the arm still. The needle did not disconnect from the line. It pulled out of the access. The code team was called and during cardiopulmonary resuscitation, the patient aspirated some of his stomach contents into his lungs. The patient was transferred to the intensive care unit due to the aspiration and was reported in stable condition. The patient received 2 units of blood and was placed on a ventilator. He was discharged from the hospital on (B)(6) 2016. The fresenius field service technician evaluated the machine including the history of the venous and arterial pressures and found no malfunction. The machine is back in service without issue. The unit director provided follow-up which revealed that after performing a thorough on-site assessment of this incident, no evidence of human or machine factors identified as being the cause for this event.

Manufacturer narrative:
Manufacturing investigation: the 2008t hemodialysis machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed which identified no system issues. The service documentation revealed that the device was working to defined specifications. No problems were identified during the on-site evaluation. Functional testing performed by the res confirmed that the unit was operating properly. The unit remains in use at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the 31 pages of medical records information it appears that this (B)(6) years old male esrd patient on hemodialysis (hd) therapy being carried out through fresenius hd machines, started dialysis therapy on an unknown date. The (B)(4) of a hospital acute hemodialysis unit telephoned technical support to report a patient adverse event during hemodialysis. The patient's venous needle had dislodged from his left arteriovenous graft, during treatment on (B)(6) 2016, causing an estimated blood loss of 1 liter. There was no machine alarm. According to the (B)(4), the patient began treatment at 8:38am. There were no issues or alarms on machine. Patient's pre-treatment readings were as follows: hemoglobin 9, hematocrit 26.9, blood pressure 122/65, heart rate 90 bpm. The hemodialysis registered nurse (hdrn) was right at the patient's bedside and heard the patient make a "gurgling" sound. According to the (B)(4), the hdrn's response to the patient beat the machine's ability to alarm. Simultaneous to the patient audible alert described as "gurgling", the blood pressure reading came up "58/14". The hdrn noticed the venous needle had become dislodged from the patient's arm and his blood was in the sheets and on the mattress. The left access arm was above the blankets but the rn's view was obscured due to her vantage point. The nurse believes the cause of the needle dislodgment was the patient's use of the arm while eating breakfast. She had to caution the patient twice to keep the arm still. The needle did not disconnect from the line. It pulled out of the access. The code team was called and during cardiopulmonary resuscitation, the patient aspirated some of the stomach contents into their lungs. The patient was transferred to the intensive care unit (ICU) due to the aspiration and was reported in stable condition. The patient received 2 units of blood and was placed on a ventilator. The patient was discharged from the hospital on (B)(6) 2016. The fresenius field service technician evaluated the machine including the history of the venous and arterial pressures and found no malfunction. The machine is back in service without issue. The unit director provided follow-up which revealed that after performing a thorough on-site assessment of this incident, no evidence of human or machine factors identified as being the cause for this event. There is no documentation in the medical record supporting a possible association between the fresenius 2008t hemodialysis (hd) machine and the event of blood loss.